Manufacturer narrative:
The reported product is not expected to be returned as the customer declined to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported that a abbott diabetes care (adc) device sensor was applied and the needle of the adc device stuck in the sensor and the customer's skin. The customer experienced bleeding and self-treated by removing the needle and sensor and cleaned the area with water and soap for the issue. No third-party treatment was reported by the customer. There was no report of death or permanent impairment associated with this event.